Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4) clinical study. It was reported that following a coronary artery stenting treatment procedure the patient experienced angina. The target lesion was a bifurcated lesion located in the distal circumflex with 99% stenosis and was 15 mm long with a reference vessel diameter of 3.25 mm. The physician treated the lesion with pre-dilatation and implanting a 3.00mm x 20mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged the two days later on aspirin and prasugrel. A 104 days post index procedure, the patient developed angina and was hospitalized. Coronary angiography revealed in-stent restenosis and a target vessel reintervention was performed. The event was considered resolved without residual effects and the patient was discharged two days later on aspirin and prasugrel.

Event description:
It was further reported that coronary angiography revealed in-stent restenosis and the lcx was treated with balloon angioplasty and placement of a 2.75 x 18 mm non bsc stent with 0% residual stenosis.